Event description:
It was reported utilizing a device attached to the central line to increase access for multiple drips. The bedside nurse observed that the patient's blood pressure dropped, it immediately assessed the patient and found the bed to be wet. Bedside nurse realized the device had malfunctioned. The device was removed, drips restarted and monitored while the patient recovered.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.